Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient who had an implantable cardiac defibrillator died. There was a report that there was oversensing that occurred resulting in a non sustained tachycardia episode. The t-wave oversensing resolved and the patient returned to pacing. This episode occurred twelve days prior to the day of death. On the day of death an agonal rhythm was recorded. Cause of death had been requested and not received.